Event description:
A nurse reported that an intraocular lens (iol) became stuck in the cartridge of an iol delivery system. The wound was widended, but the nurse stated the injury was not related to the product but to user error.